Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure - 1002" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. Internal evaluation of the device observed fluid ingress affecting multiple components. The investigation was deemed compromised. Unit was marked not for clinical use and returned to the customer and is recommended to be scrapped. It could not be firmly established what caused the ingress of fluid into the device. Analysis of reports of this type has not identified an increase in trend.